Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was hurting really bad. The patient said when the hcp did the surgery he wondered if they did something wrong because underneath his right arm was puffy and swollen. The patient also inquired which wire would be for his left side and which one would be for his right. The patient added that his left arm was hurting and he cannot get any stimulation to that area. The patient said that he likes the surge going through his arms, but feels there might be an infection in the left arm. The patient said when he woke up he was in severe pain. The patient was directed to follow up with their hcp. No further complications were reported.